Event description:
It was reported that the customer experienced occlusion alarms. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer was able to complete a bolus successfully and will replace supplies as necessary and resume insulin therapy.